Manufacturer narrative:
The returned pump was evaluated. A review of the 12-month service history indicated that the pump underwent maintenance on (B)(6) 2025, and the reported issue is not related to that service. During visual and functional inspection, the dso sensor was found to be out of calibration. The reported issue was confirmed, as the overpressure alarm was triggering prematurely, with the probable root cause identified as the dso sensor being out of calibration. The sensor requires recalibration. The technician confirmed resolution of the issue, and the device will be subjected to functional and delivery testing. The pump will be returned to the customer once all functional and accuracy test results are verified to be within specification. If any of the tests do not meet specifications, the device will be returned to the technician for further repair.

Event description:
It was reported that the pump is triggering an overpressure alarm for no apparent reason. There was no patient involvement.